Event description:
A site representative reported that, while preparing the polestar starshield for surgery, the right / back wheel was broken off. There was no harm to the patient. The surgeon opted to continue the procedure with the use of navigation, however, imaging was discontinued. There was no impact on patient outcome.

Manufacturer narrative:
Patient identifier not available from the site. Device lot number, or serial number, not available at time of this report. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable at this time. No parts returned to manufacturer for analysis.

Manufacturer narrative:
The broken wheel assembly was received for inspection. Initial inspection showed that the wheel's screw was broken and damaged. The conclusion of the root cause analysis of the failure is most likely due to the wheel's screw locking mechanism to the aluminum plate enabling the wheel's screw to be over tightened and fail.

Manufacturer narrative:
Lot number and device manufacture date provided. A medtronic representative reported that the starshield wheel has been replaced and the damaged on has been sent to the manufacturer for analysis.